Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their old device battery had died which led to the stimulation being off. Due to a mrsa infection after unrelated surgery it had been determined that another surgery would lead to death so a replacement was not completed. No further issues were noted or anticipated.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient trouble turning stimulation on over a year ago. It was also reported that the patient had not used the ins for a couple of months and that they were finally able to turn it on 2 daysprior to the report. On the night before the report the patient went to bed with stimulation on, but when they woke up the next morning it wasn't. The stimulation was turning off by itself. That same morning the patient checked the ins with the patient programmer and saw the 'normal screen,' but while on the call the patient was unable to communicate with the ins both with and without the antenna attached. A new programmer was sent to the patient, who was advised to follow-up with their hcp to address the ins issues. Follow-up was conducted with the patient. No further complications were reported.